Event description:
During a transurethral resection of the prostate, the continuous flow sheath broke into pieces inside the pt. All pieces were recovered with no harm to the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.